Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred. Reportedly, the customer typically fills cartridges with 300 units of insulin but customer acknowledged the cartridge may have been overfilled; however, this could not be confirmed as the alarm had occurred in the past. Customer's blood glucose level ranged between 80-120 mg/dl.